Event description:
The manufacturer received information alleging eye irritation, kidney issue related to a CPAP device's sound abatement foam. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an issue related to a CPAP, bipap, and mechanical ventilator devices sound abatement foam become degraded and alleged eye irritation, kidney issue. There was no report of serious patient harm or injury. The manufacturer received additional information that the patient having dizziness, coughing, shortness of breath,black debris and nasal throat irritation or soreness. In addition, appropriate health effect - clinical code has been added. Section b1, b3, g3, h1, h2 and h6 has been updated/corrected.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation related to a CPAP device's sound abatement foam. The patient alleged eye irritation, kidney issue, dizziness, coughing, shortness of breath,black debris and nesal throat irritaion or sreness. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation or breakdown was not observed in the base unit. Observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, control dial, keypad, blower box upper cap, blower, blower box, blower outlet seal, p4 power connector, and dc jack color insert. The technician observed no odor coming from the device. The device is missing the accessory module flip door and a rubber foot from the bottom enclosure. A hairlike substance was observed inside the ui panel. A contaminate consistent with keratin was observed on the blower box. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes that he is unable to directly address the symptoms outlined in the complaint. Observed dust or dirt contamination in the airpath, likely from a source external to the device. I observed no evidence of degraded sound abatement foam.